Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tsh on a cobas 8000 e 801 module. The sample initially resulted in a tsh value of 0.01 u/ml. The physician questioned the result and stated it was not realistic. The sample was repeated, resulting in a tsh value of 1.36 u/ml.

Manufacturer narrative:
The tsh reagent lot number and expiration date were requested, but not provided. The field service engineer replaced the pinch valves on the analyzer. No further issues occurred after this action. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.